Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headaches, stomach issues and high levels in the patient's liver. The patient did receive medical intervention resulting in an admission to the hospital and medical testing. The device was returned to the manufacturer's product investigation laboratory for investigation. An visual inspection was performed by the manufacturer. The manufacturer found contamination on the air inlet. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section b2, d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headaches, stomach issues and high levels in the patient's liver. The patient did receive medical intervention resulting in an admission to the hospital and medical testing. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.